Event description:
It was reported to philips that intermittent loss of x-ray due to point resonance frequency issue occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power inverter (point) and calibrated the system, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).